Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd maxzero multi-fuse extension set with needleless connector had connection issues. The following information was provided by the initial reporter: extension was stuck in the needleless connector and required force to remove. The cuff unscrewed with some effort, but the long internal section was very stuck and required a lot of force and man-handling to remove.

Manufacturer narrative:
Additional information in section b. Investigation result: one mz9279 sample was received without packaging for investigation, there was residual fluid in the device. No connecting product was available to aid the investigation. The customer reported that "extension was stuck in the needleless connector and required force to remove. The cuff unscrewed with some effort, but the long internal section was very stuck and required a lot of force and man-handling to remove." A visual inspection identified a crack in the rotating collar of the male luer and it was noted to be loose and not securely connected to the male luer. Functional testing confirmed the connection between the male luer of the extension set, and other bd stock products was secure, and there were no connection or disconnection issues identified throughout testing. The details of this feedback were forwarded to the manufacturing site for investigation. A definitive root cause for the customer's experience could not be determined; no connection issues were observed during testing of the returned product; however, a crack was observed to the collar of the male luer of the extension set. A definitive root cause for the observed crack could not be determined during the investigation, however the customer did state that force was applied to disconnect the collar, which may have contributed to the observed damage. A lot number was not provided as part of the investigation; however, a review of the laser ID from the maxzero component confirmed a possible lot number to be either 25039348 or 25039032. A review of the production records for lots 25039348 and 25039032 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. The quality team at the manufacturing site has been informed of this report and will continue to monitor the incoming feedback and remain vigilant to issues of this nature during future production. A review of the customer feedback database indicates that this is a rare occurrence with this customer being the only customer to provide this type of feedback against the mz9279 product in the past 12 months.

Event description:
The fault was identified during the 24-hour line change.